Manufacturer narrative:
The field complaint of the unit sparking was not confirmed. The visual inspection revealed no physical damage to the unit. The unit was plugged into a working ac electrical outlet and powered on successfully. The unit proceeded to boot up to sleep mode, which is considered normal behavior for a transmitter. No anomalies were found.

Manufacturer narrative:
This supplemental report is submitted to provide h4 device manufacture date in response to an FDA inquiry received on 25 march 2025.

Event description:
It was reported that a spark from the merlin transmitter was observed. The patient status was unknown.